Event description:
It was reported that during the implantable pulse generator (ipg) replacement procedure (MFR. Report no. 3006630150-2025-01216), the patients shoulder was separated. The patient was scheduled for a shoulder surgery.

Event description:
It was reported that during the implantable pulse generator (ipg) replacement procedure (MFR. Report no.), the patient's shoulder was separated. The patient was scheduled for a shoulder surgery. Additional information received that shoulder revision was not procedure related. It seemed to have happened when they were transferring the patient on the operating table. The patient seems to be doing well after the shoulder revision.